Manufacturer narrative:
A user facility reported, "they had a cottonoid that basically fell apart during a case." Deroyal industries, inc. Requested return of the device but it was listed as not available for return. A supplier corrective action request (scar) was issued to the supplier, (B)(4). The investigation is not complete at this time. No further information is available at this time. We will provide follow up report when additional information becomes available.

Event description:
A user facility reported, "had a cottonoid that basically fell apart during a case."